Event description:
Ous MDR - it was reported that after 89 months of implantation, during a follow-up a progressive lead impedance (> 2500 ohms) and increased threshold were noted. A revision is scheduled. No adverse patient side effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected. The analysis revealed increasing values of the pacing impedance and the pacing threshold, confirming the clinical observation. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available the root cause for the clinical observation could not be determined.